Event description:
It was reported that the customer was experiencing a full black display even after placing different batteries into the insulin pump. The customer stated that her battery was running low so she decided to change the battery. Upon inserting the battery, she received a black display. The customer's blood glucose was 140 mg/dl. Troubleshooting was done. The customer inserted a new battery, and the black display disappeared. Advised to change the infusion set and reservoir and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.